Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use with 3 bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m there were low draws. The following information was provided by the initial reporter, translated from japanese to english: this is a report about low-volume drawing tubes. The customer found that some tubes didn't draw the specified volume of blood.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with 3 bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m there were low draws. The following information was provided by the initial reporter, translated from (B)(6) to english: this is a report about low-volume drawing tubes. The customer found that some tubes didn't draw the specified volume of blood.